Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an unspecified elevated blood glucose (bg) level during the evening of (B)(6) 2016. Customer attempted to change supplies during the morning of (B)(6) 2016 to address bg level; however, customer continued to experience elevated bg levels up to 373 (mg/dl). Customer administered insulin injections and a correction bolus to treat bg levels. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to change infusion site and consult with health care provider to discuss diabetes management.